Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the ground loss led is active but is only active when a bed function is being activated. The ac cord appears to be ok.